Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an implant procedure. The right ventricular lead dislodged during placement. Physician attempted to reposition the lead, but stylet could not pass through the lead. Lead was instead exchanged for another. Patient was stable after the event.